Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4lbs due to moisture damage on force sensor resistor and corroded motor assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratched window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that the piston of the insulin pump did not stop during priming. The customer also reported that insulin squirted out during manual prime. No numbers appeared on the screen of the insulin pump nor were there any alerts heard. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.